Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a false alert for battery depletion was observed on the pulse generator. The alert was cleared on (B)(6) 2016 and the device exhibited normal functionality.